Event description:
Pt to ivr for cerebral angiogram with clot retrieval. During procedure, wire fractured. Dr expressed his concern that it might have been due to the catheter. Catheter was merci microcatheter 18l - lot # 33563. Wire was ev3 x-pedion-14-lot # 7617982. Fractured piece of wire was removed by dr during the procedure.